Event description:
During patient use, customer reported that the autopulse platform (serial (B)(6) ) displayed a user advisory - "(ua) 45" (driveshaft not at "home" position after power-on/restart) system error message. Customer was unable to clear error message. Patient death was reported. Customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluate the incident and it was determined that the death was not related to the autopulse device.

Manufacturer narrative:
Correction was made in b5. The reported complaint of the autopulse platform (serial (B)(6) ) displayed user advisory - "(ua) 45" (driveshaft not at "home" position after power-on/restart) was confirmed during archive data review but was not reproduce during functional testing. The root cause for the ua45 error message was due to the driveshaft not being at "home" position, which was likely attributed to user error. During the visual inspection of the returned autopulse platform, no physical damage was observed. During archive data review, multiple ua45 (driveshaft not at "home" position after power-on/restart) were recorded, thus confirming the reported complaint. Also, multiple fault code 16 (timeout moving to take-up position) error messages; unrelated to the reported complaint. Note that the user advisory error messages are designed into the platform when one of several conditions is detected. The error message observed in the archive are easily clearable by user. For example, ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. The autopulse platform failed initial functional testing due to the fault code 16 error message; unrelated to the reported complaint. The autopulse did not achieve the target depth for take-up within the specified time (~5 secs) due to the defective drive train motor (slipped bushing), likely attributed to normal wear and tear. When the bushing slips, the drive train motor will seize unable to rotate, or might be making a grinding noise during take-up). The autopulse platform was manufactured in march 2014, and is over 6 years old, exceeded its expected service life of 5 years. To remedy the fault code 16, the defective drive train motor needs to be replaced. Awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with serial number (B)(6). Ccr 42928 reported on dec 4 2018, ua45 issue and the driveshaft not being at "home" position, which was likely attributed to user error. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed. Has not received the product for investigation. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event, and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use, customer reported that the autopulse platform (serial#: (B)(4)) displayed a user advisory, "(ua) 45" (driveshaft not at "home" position after power-on/restart) system error message. Customer was unable to clear error message. Patient death was reported.